Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the bending rubber adhesive section of the uretero-reno fiberscope was missing. There were no reports of patient involvement.